Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a hospital unit coordinator that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6), 2018 with blood glucose of 507 mg/dl at the time of the incident. The customer used manual injections and was given intravenous insulin to treat. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. The customer stated the pump was worn around a strong magnetic field. Troubleshooting was completed and the pump passed. The insulin pump will not be returned for analysis.